Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed UK reported that the plpul2020, 20/ca ultra nonstick 10ft, was being used during a total hip replacement procedure on (B)(6) 2024 when it was reported ¿during a total hip replacement procedure it was noticed that approximately 1 mm of the diathermy tip was missing.¿. Further assessment information was attempted but no further information is available. The current status of the patient is to be confirmed and there was no report of medical intervention or extended hospitalization for the user. This report is being raised on the reported injury due to the patient possibly retaining a foreign object.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 14 complaints, regarding 23 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised to rotate the cam locking mechanism to the unlock position. Extend capture port / blade to desired length. Please note capture port and blade move together. Turn the cam locking mechanism back to the lock position and ensure that the tube is securely locked in place. If necessary to remove blade: unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: additional information received from the customer changed this complaint from an injury to a malfunction. Conmed UK reported that the plpul2020, 20/ca ultra nonstick 10ft, was being used during a total hip replacement procedure on (B)(6) 2024 when it was reported ¿during a total hip replacement procedure it was noticed that approximately 1 mm of the diathermy tip was missing.¿. Further assessment information was attempted but no further information is available. The current status of the patient is to be confirmed and there was no report of medical intervention or extended hospitalization for the user. Additional information: "search of the wound site, irrigated with sterile surgical wash and suction. Post op x-ray showed no fragment. Fragment removed with sterile surgical wash and suction.". The procedure was completed with less than 20-minute delay and the current status of the patient was reported as "safe, well and discharged from hospital in time frame for the procedure.". There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.